Event description:
The patient was revised because the femoral and tibial components were loose.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported device loosening. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.